Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. Brand name unknown / not provided. Type of the device unknown / not provided. Additional device information unknown / not provided. Premarket identification unknown / not provided. Device manufacturer date unknown / not provided. Since the lot number and device will not be returned , identifying a definitive root cause will not be possible. Should additional information be received which indicated that the device may have caused or contributed to the event, an additional report would be submitted.

Event description:
Doctor reported implant fracture at tooth site 37 at the top of the implant together with the connection screw. The rest of the implant was removed through osteotomy.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following fields have been updated: b4: date of this report b5: describe event or problem d4: additional device information g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h4: device manufacturer date h6: adverse event problem h10: additional narrative one certain ® prevail ® implant 4/5/4 x 8.5mm (iios4585) was returned for investigation. One certain® gold-tite® hexed screw (iunihg) was reported but not returned for investigation. Visual evaluation of the as returned product identified fracture across the threads. Device history record (DHR) review could not be performed for the iunihg since the lot number was unknown. A complaint history review by item number was conducted for the iunihg dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product for similar events (complaint category keyword: fracture: implant). Therefore, based on the available information, screw malfunction could not be verified.